Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: 2022-62644.

Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, a slightly off-center crack on iol. The surgeon tried to rub the back side of the implant, hoping that it was just dust stuck to the implant, but without success. Additional information was not requested as the reporter was unwilling to provide the same.